Manufacturer narrative:
Investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Although the cannula was damaged, the timing and cause of the damage is unknown. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Event description:
It was reported the patients blood glucose level rose to 299 mg/dl while wearing the pod between 4 and 24 hours.